Event description:
It was initially reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a patient on (B)(6) 2012 during a gastroscopy procedure with stent placement. According to the complainant, the indication for the stent placement was treatment for gastric outlet obstruction. The duodenal stricture was reported to be approximately 4 cm in length. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, the user attempted to deploy the stent; however, the stent did not release from the delivery system. The stent was removed from the patient fully constrained on the delivery system, and another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. The investigation results revealed that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. Based on these results, this is now considered a reportable event.

Manufacturer narrative:
The evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted. It was noted that the outer sheath had been moved distally over the tip so that it was located approximately 2 mm distal to the distal end of the tip. The distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 120 mm from the handle break. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined.